Event description:
It was reported by the clinician that the catheter was inserted into the patient's left internal jugular. The physician experienced substantial resistance during removal of the spring wire guide (swg), but he continued to pull firmly and eventually it came out. The nurse noticed the swg was unraveled. A chest x-ray was done immediately and was normal. Patient remained is sinus tach, no difference was noted. An additional chest x-ray was done and was normal as well. The catheter remains in the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.